Event description:
It was reported that the cartridge was leaking from the canister. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.